Event description:
It was reported via clinic notes that the patient was having a poor response to vns. The physician stated that this may indicate a decreased battery capacity and referred the patient for replacement. A review of the manufacturer's programming history database revealed that the device was not near end of service at the time of this report. However, high lead impedance was observed in the operating room. Follow up with the surgeon revealed that the high impedance was observed with the vns externalized and a near end of service status was observed. All of the lead was removed with the exception of the electrodes. Follow up with the company representative revealed that the lead was cut into small pieces during removal and discarded. The explanted generator has not been received to date. No additional relevant information has been received to date.